Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms, with no capture at maximum outputs. An rv lead fracture was suspected. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The device and rv lead were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.